Event description:
It was reported that the patient underwent a revision of his inflatable penile prosthesis (ipp). Fluid loss was identified from a hole in one of the cylinders, air was observed in the pump. All components were removed and replaced. The procedure was successfully completed without further complications.